Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met when the cartridge was being filled with insulin. The syringe needle was changed and the cartridge was successfully filled. Blood glucose was 133 mg/dl.